Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate profile 525cc saline breast prosthesis, cat. #3501685, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 525cc saline breast prosthesis that deflated after implantation. Deflation was discovered when the patient noticed her left breast looked smaller. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 05/21/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/22/2018, mentor became aware of the following: the lot number for the suspect medical device is 263469. A device history record review is in progress. Once completed, a supplemental report will be submitted. The patient¿s explanted devices were replaced with mentor memorygel breast implant 600cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/09/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
On 11/01/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view measuring approximately 0.6 cm. Leak testing was performed in accordance with mentor procedures and no additional leakage sites were revealed. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the white material observed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4)